Event description:
A male patient contacted lifecor customer support to report that one of his battery packs was causing faults on the charger. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack causing fault leds on the battery charger was due to a damaged connector pin. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified, but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.